Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated restart 38 alerts indicating motor stalls during meal announcements on a third pump; customer care guided removal of the cartridge and connector, completion of fill tubing to 120 units without restart, rewind and reinsert, and successful fill tubing and fill cannula, after which a meal announcement proceeded without a restart alert. Symptoms included hyperglycemia with a reported peak of 300 mg/dl lasting a couple of hours, without ketone testing, back-up therapy, or medical intervention. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem consistent with consecutive stalled motor behavior during insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.